Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the df4 connector pin. A proximal and a distal lead fragment were returned for analysis. In between an approx. 4 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. During the visual inspection multiple signs of wear along the lead fragments were noted. Furthermore the distal part of the lead, particularly the lead tip, was found covered in calcified tissue. This finding might have caused the reported electrical peculiarity. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No abnormalities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted and replaced due to high impedances. No adverse patient events were reported. Should additional information be received, this file will be updated.